Manufacturer narrative:
Method - (other) work order search. Results - (other): a work order search was performed and there were no similar complaints within the work order.

Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the optic did not look clear. Lens was removed and replaced without any pt injury.